Event description:
A doctor alleged six (6) patients experienced the debonding of their restorations approximately one (1) month after placement, with maxcem elite clear. This is the fifth of six (6) reports.

Manufacturer narrative:
The doctor could not recall patient or incident details; however, the patient's restoration was re-cemented with a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.

Manufacturer narrative:
The returned product was evaluated for adhesive strength, yielding results within specifications.